Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer powers up and interrogates with no issues. Programmer was left on for 24 hours without shutting down. Analysis found the ECG (electrocardiogram) connector is loose, keyboard connector on a printed circuit board assembly is damaged, a bezel is broken (cracked display overlay), and the right spring is missing.

Event description:
It was reported the programmer crashes every time it is turned on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067, rf (radio frequency) head; product ID 229047, analyzer. (B)(4).